Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the 5-6-5 lead migrated to the right side post -operatively, causing right sided abdominal pain. The surgeon felt that the existing scar and the shape of the epidural space was pushing the lead to the right. The lead was replaced with a 2x8 lead. A floragraph and x-ray had confirmed the migration. The issue was resolved to the satisfaction of both the patient and physician via the lead revision and the patient was alive with no injury. Relevant medical history included failed back surgery syndrome and spinal pain. No follow-up was required.